Event description:
It was reported that the patient was hospitalized multiple times due to a persistent staphylococcus aureus bacteremia, despite intravenous (IV) treatment for four weeks. The patient developed spondylodiscitis with abscess formation has caused neurological dysfunction treated with a decompression laminectomy. Eventually the neurological dysfunction reoccurred and a treatable cause could not be identified. A transthoracic echocardiogram (tte) showed possible endocarditis on the aortic valve or the cardiac resynchronization therapy defibrillator (crt-d) system leads. The crt-d system was removed. The neurological dysfunction and untreatable pain continued, and, approximately seventeen days later, palliative sedation was started. The patient passed away four days later. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: dtmc2qq crt-d implanted: (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that there was suspicion of an infected costo vertebrae. It was noted that the right ventricular (rv) lead was infected.